Manufacturer narrative:
Investigation ¿ evaluation a review of the complaint history, device history record, instructions for use (IFU), specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the tubing was partially separated at the purple hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a previously implanted peripherally inserted central catheter (PICC) line was leaking at the hub/catheter junction. The device was explanted and replaced. No further patient or event information was provided.